Manufacturer narrative:
Batch review performed on 24 march 2023 lot 2216013: (B)(4) items manufactured and released on 20-oct-2022. Expiration date: 2027-oct-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant: batch review performed on 24 march 2023 on liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot. 2206940. Lot 2206940: (B)(4) items manufactured and released on 13-may-2022. Expiration date: 2027-apr-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.